Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging an other (unusual) issue. The reporter stated that the patient was in the hospital. Emergency/911 protocol was initiated and the patient was taken to the hospital. The patient was treated by a healthcare professional. There was no additional information at the time of this report. If additional information is received a follow-up report will be submitted. This report is being made due to the hospitalization the patient experienced.

Manufacturer narrative:
Follow-up #1: date of submission: 13-mar-2019. Device evaluation: the device has been returned and evaluated by product analysis on 06-mar-2019 with the following findings: during investigation, the pump passed all required testing for delivery accuracy. The complaint regarding hospitalization was reported on 11/11/2016, according to the pump history the pump was in use until (B)(6) 2018. Therefore all data from time of the complaint has been overwritten. According the to current total daily dose, the pump is delivering the programmed basal rate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.